Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they ended up in the intensive care unit with a blood glucose of more than 1000 mg/dl in the month of (B)(6) 2020. User stated that the infusion set's cannula was bent and not delivering insulin to the user and this was the reason of their hospitalization. Insulin pump will not be returned for analysis.